Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent an explant procedure.